Event description:
Midline was inserted into the pt on the 17th of april to the left ante-cubital fossa. An adhesive dressing was removed from the fixation point by the pt on the 24th of april. The broken part migrated into the vein once the dressing was removed. X-ray showed position of the broken part deep up the vessel, the pt required surgery for the removal of the broken portion of the catheter under local anesthesia. The broken part was recovered. Prior to the displacement, the pt was receiving a continuous infusion of aminophylline. Current condition of pt unknown.